Event description:
During a redo atrial fibrillation/atrial flutter ablation procedure using a brk transseptal needle and a fast cath transseptal introducer, a pericardial effusion occurred. The physician performed a transseptal puncture using the fast cath transseptal introducer and brk transseptal needle without success as the inter-atrial septum was highly fibrotic. During the second attempt at a transseptal puncture in a different location, the physician noted an increase in the arterial tracing. Fluoroscopy revealed a pericardial effusion. The procedure was aborted and no further intervention was administered. The pt remained stable and was discharged the following day. The physician stated the effusion was due to clinical judgement and there were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion was related to clinical judgement during transseptal puncture. Per the IFU, complications that may occur during the use of this device may include cardiac perforation.